Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high impedances, an increased sensing integrity counter (sic), and numerous high rate non-sustained episodes. A lead fracture was suspected. The lead was programmed off, remains implanted, and will continue to be monitored. No patient complications have been reported as a result of this event.